Event description:
The report received indicated that a pt experienced an in-stent restenosis/thrombotic event five years after stent implantation. Information regarding the pt's history, lesion characteristics and the procedure was not provided. The pt received a cypher stent in the proximal right coronary artery and the left anterior descending coronary artery. It is not known why the pt visited the hospital four years later, but coronary angiogram revealed a restenosis with chronic total occlusion of the cypher in the right coronary artery. The physician also suspected a thrombus at the site so he implanted an unk drug eluting stent at the site. The pt was known to be compliant with antiplatelet therapy.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.